Manufacturer narrative:
A partial middle portion of the lead was returned in one piece measuring 42.6 cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. The initial medical device report was submitted via an alternative summary report on (B)(6) 2017 under authorization number (B)(4) for manufacturer abbott under registration number (B)(4).

Event description:
The initial medical device report was submitted via an alternative summary report on (B)(6) 2017 under authorization number (B)(4) for manufacturer abbott under registration number (B)(4).